Event description:
Vns pt was experiencing tremors in left shoulder that were believed to be a result of device malfunction. It was reported that the tremors corresponded directly to device stimulation cycles when the pt's device is programmed to 2.0ma output current or greater. The pt was not experiencing pain, but indicated that the tremors were a nuisance. Treating neurologist reduced programmed pulse width (from 250psec to 130p) and frequency (from 25hz to 15hz) with normal mode output current unchanged at 2.0ma, after which the tremors stopped. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Since the pt is a very active swimmer, it is suspected that the lead insulation may be worn, allowing current to escape into the body and causing the tremors. The pt underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. The tremors have reportedly resolved following vns therapy replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the suspected device malfunction.

Event description:
Product analysis summary: the lead assembly was returned without the electrodes. Visual inspection found a kink in the positive lead coil 13mm from the cut end of the lead. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuties on the protion of the lead returned. Dislectric strength testing was performed on the lead. The results were evidence that the inner lead coil insulation is within specifications. This is evidence that the lead portion returned was properly isulated, and that current was not traveling outside the lead. No evidence of any conditions that colud have contributed to the reported events was noted. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No anomalies on the device performance was identified.